Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer had symptom of upset stomach, nausea and sweating. Customer was hospitalized due to diabetic ketoacidosis. Customer was still in the hospital at the time of call. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. Customer received a no delivery alarm, low battery alarm and low reservoir alarm since high blood glucose began. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to complete troubleshooting.